Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011; inratio: 2.7; lab: 4.2. Test were done within an hour of each other.

Manufacturer narrative:
Investigation pending.